Manufacturer narrative:
Event description continuation: there were no errors noted on the carto 3 system, the smartablate generator, or any other bwi equipment during the procedure. Since there was difficulty getting the lasso nav variable eco catheter into the left inferior pulmonary vein (lipv), this event is being reported under both the ablation catheter and the lasso. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: carto 3 system (model# m-4800-01 serial# (B)(4)); smartablate generator (model# m-4900-07 serial# (B)(4)); smartablate pump (model# m-4900-08 serial# (B)(4)); c3 ez steer cs catheter with auto ID (model# d-1263-06-s lot# 17646754m); baylis medical rf needle (model# unknown lot# unknown); st. Jude medical sl0 8.5 french sheath (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. While ablating the superior portion of the ridge, the patient became hypotensive with a systolic blood pressure of 70mmhg. Tamponade was confirmed via intracardiac echocardiogram. A pericardiocentesis was performed and yielded 740ml of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization in the coronary care unit for an unspecified number of days. Patient fully recovered. It was noted that the patient was intubated and did not move on the table. Factors that may have contributed to the adverse event include difficulty getting the lasso nav variable eco catheter into the left inferior pulmonary vein (lipv). Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s difficult anatomy involving access of the lipv. Transseptal puncture was performed with a baylis medical rf needle. Sheath used was a st. Jude medical sl0 8.5 french. Generator settings included power at 20 watts on the posterior wall, 35 watts on the superior portion of the ridge, and temperature of approximately 25°c. Power was not titrated. Overall ablation time and last ablation cycle time at the site of injury were not reported. Irrigated catheter flow was set at 8ml/min while ablating at 20 watts (posterior wall) and 15ml/min while ablating at 35 watts (superior portion of the ridge). Patient received anticoagulant (heparin) during the procedure with activated clotting time was maintained at 300 seconds. There were no high forces or reduction in force accuracy noted. Smarttouch catheter was zeroed prior to mapping and ablating. Carto® 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/04/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.